Event description:
It was reported that a tandem mobi alarm indicated not enough insulin. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer successfully loaded a new cartridge and resumed insulin therapy.